Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was calling to report that the healthcare provider (hcp) fully removed patient's system on (B)(6) 2021 because it had not been helpful for the patient. The caller did not know if the explanted system would be sent back. No further complications were reported.